Manufacturer narrative:
Visual inspection performed by r&d product manager on 23 march 2018: the intended application of the device is to screw all of the threaded part inside the resected femoral head before proceeding to extract it. The fact that only the tip portion of thread is broken indicates that the surgeon has extracted the femoral head without engaging all the thread inside the bone. It is highly likely that the instrument has not been used in the correct way. The intended purpose is to screw all the threaded part inside the resected femoral head before proceeding to extract it. The fact that only the tip portion of thread is broken means that an attempted extraction or other forces were applied prior to engaging all the thread inside the bone. Because of the position of the breakage we have to assume that instrument was not fully screwed into the bone. In addition some scratches are visible on the whole threaded part: it seems that during the sterilization process this part hit other instruments.

Event description:
When removing the femoral head with the corkscrew the tip broke off into the femoral head. The surgeon used a secondary corkscrew to complete the surgery.

Manufacturer narrative:
Investigation analyses performed by manufacturer on 07 june 2018. The measured hardness is 47,2 h rc ( must be 46 - 49 hrc according to z_11-084_f_v01). It shows that the fracture is not caused by the hardness. A former product test with a cow femoral bone and a similar instrument showed which great forces this kind of instrument can handle without deformation or fracture. It seems to be a combination of the heavy notches in the spiral , the multiple re-preparation of the instrument and the relatively small screw-in depth. The heavy notches in the spiral and the usages of the instrument have weakened the stability of the instrumental tip. As the heavy force acted on the small screw-in depth, the tip broke off. Thus, this failure seems to be a fatigue fracture because of the former damage and the fatigue of the spiral and a heavy force influence.